Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "ruptured implant." The device remains implanted.

Event description:
Healthcare professional additionally noted "infolding of the capsule." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.3., b.5., b.6., d.6., d.7., h.6.